Manufacturer narrative:
The complainant was unable to provide the upn and lot number of the suspect device. Therefore, the manufacture and expiration dates are unknown. (B)(4). The complainant indicated that the device is implanted and is not expected to be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a transobturator halo sling (obtryx halo) was implanted into the patient on (B)(6) 2009. As reported by the patient's attorney, the patient underwent revision of the transobturator halo sling (obtryx halo) on (B)(6) 2015 due to unreported reason.. Boston scientific has been unable to obtain additional information regarding the event to date.